Manufacturer narrative:
2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot/serial number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. No injury occurred.

Manufacturer narrative:
Received investigation result from external service center "emsar": customer does not want to proceed with the repairs. They would like the units to be disposed of. Will not zero/locate apex accurately, dentsply, promark apex locator, s/n: (B)(6), no accessories included. 1z84v9180391062747. Evaluation: the unit passed all tests, could not duplicate said issue. The battery is completely dead. The pcb and housing passed all tests. You will need to replace the charger and measuring cable. Battery. Parts needed: v841119000506 1 ea, v841119000501 1 ea, v841119000507 1 ea. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.